Event description:
Patient was to receive a lower sigmoid resection. Due to the single use stapler not cutting or firing the staples, the intended procedure could not be performed and required a colostomy.